Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a review of the pump black box showed multiple cs 052 call service alarm communication errors occurred. The pump powered on and the ez-prime steps performed correctly with no alarms received. The complaint of a communication call service alarm issue was shown in the pump history but was not duplicated during investigation. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. Correction to serial #. The correct serial number is: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service communication alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.